Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown biomaterial - cement, unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) to compare usage and outcomes recorded for confidence implants in 25 patients (26 procedures) against all other surgical cases recorded within the spine tango registry between 2004 and april 19, 2021. Final registry report outcome description: general complications- intraoperative: none. General complications- postoperative surgical before discharge: 3 not documented. Surgical complications- intraoperative adverse events: 1 other. Surgical complications- postoperative surgical before discharge: 1 wound deep infection. 3 not documented. Reoperations: 4 reoperations at any level at 1 year after surgery. 1 reoperation at any level at 2 years after surgery. 2 reoperations at any level 3 years after surgery. 1 reoperation at same level at 1 years after surgery. This is for depuy spine confidence spinal cement. This report is for (1) unknown biomaterial - cement this report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in switzerland as follows: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) to compare usage and outcomes recorded for confidence implants in 1108 patients (1187 procedures) against all other surgical cases recorded within the spine tango registry between 2014 and 2024. Final registry report outcome description: general complications - intraoperative: 1 patient had anaesthesiological; 3 patients had cardiovascular; 1 patient had pulmonary; 1 patient had thromboembolism; 3 other. Surgical complications - intraoperative adverse events: 1 patient had nerve root damage; 26 patients had dural lesion; 3 patients had fracture vertebral structures; 7 other. General complications-postoperative surgical before discharge: 1 patient had cardiovascular; 3 patients had pulmonary; 2 patients had cerebral; 2 patients had liver/gi; 1 patient had thromboembolism; 3 other. Surgical complications - postoperative surgical before discharge: 1 patient had csf leak/ pseudomeningocele; 1 patient had sensory dysfunction; 1 patient had wound infection superficial; 3 patients had wound infection deep; 5 other. Post operative complications: 1 patient had wound infection superficial; 3 patients had adjac. Segment pathology; 3 patients had fracture vertebral structures; 1 other. Reoperations: 48 patients had reoperations at any level. 25 patients reoperations at same level. This report involves one unk - biomaterial - cement: confidence. This is report 2 of 5 for (B)(4).